Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that the pump alarmed dose done, but that not all of the food had delivered. They also stated that they had left the line clamped and the pump didn't alarm no flow in mmd did follow up with the initial reporter who stated that there had been no adverse effects due to the complaint. They stated that they did not have any additional information. [(B)(4)].